Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A posterior cuff miss was noted; therefore, the complaint was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps. This code is used to address the failure to perform a femoral angiogram. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a closure of the right femoral artery was attempted using a proglide device after an unspecified procedure. No femoral angiogram was performed. Reportedly, the device misfired. Two additional proglide devices were used with the same results. A fourth proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.